Event description:
It was reported that the touchscreen of the pump was cracked or shattered, rendering the touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. The customer was informed that the pump needed to be replaced and cts confirmed the replacement, providing necessary transport instructions. The customer declined to share information about alternate insulin therapy and was instructed to return the problematic pump using the pre-paid label and return box.